Event description:
It was reported that all electrocardiogram (ECG) leads were lost in the middle of the case. The error message "before continuing you must reset the amplifier" was displayed, and the amplifier could not be reconnected to the system. Subsequently, the procedure was cancelled. The patient was under general anesthesia. During a procedure, a labsystem pro clearsign ii amplifier was selected for use. In the middle of the case, it was noted that all ECG leads were lost. The error message "before continuing you must reset the amplifier" was displayed. Troubleshooting was performed; the cable was replaced, the amplifier was shut down and was disconnected from the power cord. An attempt was also made to reprogram network interface card 1 (nic1) on the workstation to restore connection to the amplifier; however, the problem was not resolved. The amplifier could not be reconnected to the system. Subsequently, the procedure was cancelled, with part of the procedure completed when the physician decided to discontinue the procedure before its completion. No patient complications were reported. The problem was subsequently resolved following the intervention of a field service engineer. Based on the available information, it appears that the repair was performed directly on the faulty amplifier.